Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Stem on the modular femoral component broke.

Manufacturer narrative:
An event regarding revision surgery due to femoral stem fracture involving a kmax stem extnr was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no medical records were received for review. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that the patient underwent revision surgery due to fracture of the femoral stem whereby the femoral component was explanted. Based on the information provided, the exact cause of the event could not be determined. Further information such as return of the reported devices, x-rays, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a definitive root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Stem on the modular femoral component broke.